Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that a symptomatic patient presented to the hospital. The pulse generator exhibited no output and premature battery depletion. The generator could not be interrogated. The device was explanted and replaced.